Event description:
The customer's mother reported that the customer's blood glucose reached 394 mg/dl and that insulin was leaking into the adhesive.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.